Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater 2,000 ohms, increasing from the 600 ohms range. It was noted that the increased lead measurements coincide with the time this patient underwent an ablation procedure. No adverse patient effects were reported. The lead remains in service.